Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive date review. The investigation findings revealed that the root cause was due to a damaged drive train motor in which is likely attributed to wear and tear as a result of an aging device. The autopulse platform is nearing its expected serviceable life of 5 years. Unrelated to the reported complaint, damaged top cover, front and bottom enclosure on the returned autopulse platform were observed during visual inspection. These types of physical damages observed were likely attributed to mishandling. Also, a sticky clutch was observed and to remedy the clutch plate, deburring was performed. During archive data review, a ua139 (unable to hold compression position (system error)) was observed on the reported event date. Also, relevant to the reported complaint, user advisory (ua)17 (compression tracking error) and (ua)26 (decompression position not reached) were also observed on the event date. To remedy all three user advisories, the damaged drive train motor identified was replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
After patient use, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR ". Error message could not be cleared by the user. No patient involvement.